Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The reported complaint for damage to vessel during insertion was confirmed with empirical evidence based off the information provided by the clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. The patient was reported on pod 3 to have suspected infected thrombosis in the right inguinal region and strong hb drop from 12.7 to min value 8.4 due to groin bleeding. A CT was performed and was not able to confirm any active bleeding. Available information suggests the observed thrombosis is potentially a result of the bleeding. Imaging revealed a partial vein thrombosis with approximately a 70% of obstruction over approximately 3-5 cm in the right vena iliaca communis (vic) immediately distal to the venous confluence with the inferior vena cava (ivc), the site alleged the damage to the vessel to be a result of the evoque delivery system. The bleeding taking place following the evoque procedure in combination with the comments made by the implanting physicians provide ample evidence the vessel damage took place procedurally from the evoque delivery system. Similar events of vessel damage have been reported for evoque and have had contributing factors of both handling during the procedure and patient factors (vessel tortuosity, resistance to anticoagulants, and/or vessel calcification). Patient and procedural details for this event are not available to be confirmed. The evoque IFU and procedure manual contain instruction on how to properly insert the device to prevent any patient harm along with instructions of how to safely remove the device and close the access site wound. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure. It was reported on post-operative day (pod)3, the patient was suspected to have an infected thrombosis in the right inguinal region and sudden hemoglobin (hg) drop from 12.7 down to 8.4. As a result, a CT scan was performed finding no evidence of active bleeding. Imaging revealed a partial vein thrombosis with approximately a 70% of obstruction over approximately 3-5 cm in the right vena iliaca communis (vic) immediately distal to the venous confluence with the inferior vena cava (ivc). Venous oozing could not be completely ruled out on CT imaging. Patient was treated with intravenous antibiotics (ampicillin/sulbactam), oral anticoagulants (marcumar), and a blood transfusion.